Event description:
Customer reported separation of the tubing and the male luer lock adaptor. Separation occurred during pt use. No pt injury has been reported at this time. No additional pt info is available at this time.